Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
The event occurred in china. It was reported that the error message ¿error rom¿ occurred after booting the rotaflow console and the device can´t work normally. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿error rom¿ occurred after booting the rotaflow console and the device can´t work normally. No patient was involved. No harm to any person has been reported. The affected rotaflow console with s/n (B)(6) was investigated by a getigne service technician. The technican was able to confirm the reported failure. The rf (rotaflow) control board pcba (printed circuit board assembly) kit (material#701034051) has been replaced. After the replaccment the device is working as intended. The reported failure "rom error" was already investigated by the getinge life cycle engineering and determined the root cause as a defective flash memory (ic8) on the control board. The most probable root cause of this defect is a statistical failure or a manufacturing defect that worsened over time and caused a sporadic error in data retrieval. Based on these investigation results the reported failure "error rom" could be confirmed. A device history record (DHR) review was performed on 2022-08-10. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).